Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A health professional reported that two knives were blunt during cataract surgery. An alternate knife was obtained in order to continue the procedure. There was no impact to the patient.

Manufacturer narrative:
One opened and two unopened knife samples were received in blisters for the report of blades being blunt. The samples were visually inspected and were found to be conforming. Sample numbers 2 and 3 were functionally tested for penetration and were found to be conforming. Sample number 1 was damaged when removing the blade from the handle therefore, penetration testing could not be performed. The returned samples were found to be conforming therefore, the report of blades being blunt as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knives were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).